Manufacturer narrative:
The part was returned for evaluation. The device has been in use since 2021 which is consistent with the significant wear and tear observed on the device. The complaint was confirmed, as the retractor blade completely detached from the handle. This was probably due to repeated application of force on the retractor blade. The root cause is normal wear and tear. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the blade broke where the malleable blade meets the non malleable rod."